Event description:
Complainant alleged that during biomed testing the device starts charging when inappropriate button is pressed. Complainant indicated that there was no patient involvement in the reported malfunction.